Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a scheduled f/u on (B)(4) 2013, the device was found in standby mode. Note that the pt has been treated by radiation therapy between (B)(6) 2013. Preliminary analysis revealed that, the device had switched in standby mode on (B)(6) 2013 because a wrong crc was detected in the wri buffer. The cause of the byte corruption is most likely the radiotherapy (but the seu remains a possible option). The device was successfully re-initialized.